Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on air/water nozzle. In addition, we confirmed that the remote control buttons perforated, the angle wire play, the air nozzle clogged, the bending rubber leak, the remote control buttons leak, the operation channel cut, the insertion flexible tube (ift) bump, the suction channel kink, the ccd module pixels, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint.as a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the nozzle and the nozzle glue falls. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.